Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The patient was treated with insulin pump. The patient inserted infusion set in an area with insufficient subcutaneous tissue. No further information available.